Manufacturer narrative:
Initial report noted that no parts had been received for evaluation then listed evaluations in the section. The no part evaluation does not belong as the parts were received for evaluation and listed in the initial MDR.

Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts have been received by manufacturer. Event problem and evaluation: * on 15-nov-2016, a medtronic representative went to the site to test the equipment. All batteries were replaced. Found pins 15&16 on charger board side of j7 to have 0 voltage output. Additional parts were ordered to complete the repair. * on 20-nov-2016, a medtronic representative went to the site to replace parts. The charger board was found to have a circuit with no output. After replacing the charger board, a system check-out was performed. The mechanical test, imaging test and safety inspection all passed. * the battery charger 1 (pcba) board was returned to the manufacturer for evaluation. Confirmed one charge circuit was not working. There was a blown transistor on back of board. Unable to perform bench testing due to electrically stressed component. The board failed visual inspection; electrically stressed component on rear of charger board.

Event description:
A medtronic representative reported that the imaging system¿s x-ray batteries were depleted. This issue was identified outside of surgery; no patient was present.